Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer single piece lens, +17.5 diopter, in the patient's right (od) eye. Upon insertion, the posterior capsule was torn. The lens was cut in half to remove from the eye within the same surgery, with no patient injury. A vitrectomy was performed and an anterior chamber lens was implanted. The reporter stated the cause of the event was unknown. The lens was discarded and will not be returned.